Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Reportedly, a patient care technician alleged that the hd machine shocked the patient during a hd therapy. However, the biomed was not able to provide substantive details related to the alleged event, and therefore, was not able to say with certainty that a patient incident or a device malfunction occurred. It is not currently known if the unit was removed from service for evaluation following the event. Although requested, no further information has been made available. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k2 hemodialysis (hd) machine and the patient's alleged event.

Event description:
A biomedical technician at the user facility called technical support to determine the likelihood of a patient being shocked while undergoing hd treatment on a 2008k hemodialysis (hd) machine. Reportedly, a patient care technician alleged that the hd machine shocked the patient during a hd therapy. However, the biomed was not able to provide substantive details related to the alleged event, and therefore, was not able to say with certainty that a patient incident or a device malfunction occurred. It is not currently known if the unit was removed from service for evaluation following the event. Although requested, no further information has been made available. Should additional details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called technical support to determine the likelihood of a patient being shocked while undergoing hd treatment on a 2008k hemodialysis (hd) machine. Reportedly, a patient care technician alleged that the hd machine shocked the patient during a hd therapy. However, the biomed was not able to provide substantive details related to the alleged event, and therefore, was not able to say with certainty that a patient incident or a device malfunction occurred. It is not currently known if the unit was removed from service for evaluation following the event. Although requested, no further information has been made available. Should additional details become available, a supplemental MDR will be submitted.